Manufacturer narrative:
The subject device was not returned to olympus. The exact cause of the reported event could not be conclusively determined at this time. It has been tried to get information on the model number, but no information has yet been obtained. Therefore, information related to the device such as serial number, manufactured date etc. Are unknown. Also, there are other blank items in this MDR because no information is currently available. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the reprocessing, an endoscope that had been pre-cleaned by hand was set in oer-5, but the endoscope was picked up without performing the cleaning and disinfection process. And then it was used for the patient. There was no report of patient injury associated with the event. The exact model number was unknown. The model number of the most operating product in the facility was gif-h290.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to incorrect or insufficient device reprocessing. This event was deemed a preventable occurrence. It is recommended to reinstruct the user facility regarding the method of handling, usage environment, and device reprocessing, et cetera. Olympus will continue to monitor field performance for this device.